Event description:
Customer reported that on (B)(6) 2014, while at a friend's house, she began to experience "shaking, (was) dizzy and felt real bad", which she perceived to be symptoms of high blood sugar. Customer checked her glucose using her adc blood glucose meter and received a reading of 28 mg/dl at 9:02 am. Paramedics were called and upon arrival received a reading of 502 mg/dl on their unknown brand of meter at 9:47 am. Customer was administered "insulin shots" by the paramedics. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.